Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information. Upon follow up with customer it was confirmed that the item number and the lot number had previously been reported incorrectly. They are now corrected. The lot number is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that the implant at tooth site #11 lost integration due to peri-implantitis and was removed. Pain, dehiscence and inflammation are reported symptoms. The site was grafted with allograft together with original implant placement.